Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted on (B)(6) 2012, during a stent placement procedure. According to the complainant, the stent opened up correctly; however, it was unable to separate during catheter removal. The physician removed the device and the procedure was completed with a different device. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent opened up correctly; however, it was unable to separate during catheter removal. The physician removed the device and the procedure was completed with a different device. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be completed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) for the reported issue of catheter difficult to remove. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.